Manufacturer narrative:
Product analysis: error codes were confirmed, and attributed to the link electronic module (lem). The lem was replaced. The programmer touchscreen was found to be out of specification. The touchscreen connection was cleaned and re-seated, the parameters were reset, and it was calibrated. Programmer software was updated. The programmer passed final electrical, safety and functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer displayed an error code. The programmer was returned for service. There was no patient involvement.